Event description:
It was reported that a patient implanted with the n-spine rod, experienced rod failure prior 3 level fusion l3-s1, topped off at l2-3, he was a (B)(6) male. Part number is unknown and there is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.